Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient communicated ongoing concerns about experiencing low blood glucose, particularly overnight. The patient felt uncomfortable when their blood glucose was maintained in the 75¿90 mg/dl range and noted that the system was keeping them within that range more frequently than preferred. The patient also reported needing to consume hard candies or juice between meals to prevent lows and stated that avoiding bedtime snacks often led to alerts for blood glucose below 75 mg/dl, requiring treatment. Guidance was provided on using 15 grams of fast-acting carbohydrates, waiting 15 minutes, and avoiding overtreatment. It was suspected that hard candies may have acted too slowly to be effective. The patient agreed to wait for an ilet alert before treating and was moved to a higher target setting, which the patient later reported had been helpful. During the event, the patient¿s blood glucose was affected, with a reported low of 55 mg/dl lasting approximately 15¿30 minutes. No backup therapy was used, and no ketone testing was performed. The patient had not taken any steroids, required no professional medical intervention, and received no additional assistance beyond routine support from a partner. The patient reported experiencing brain fog, confusion, and feeling cold during the low. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.